Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: bi71000522, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that both the 10a/250 fuses had blown in the power tray. The fuses were replaced and the system booted up properly without any issues. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that when the site was moving the imaging system out of the room there was a loud pop and the system shutoff. The system was rebooted but the computer would not power on. The pendant was black, but the image acquisition system (ias) was showing power and was charging when plugged in. It was noted that the imaging system was moved to its storage spot and was down. There was no patient involvement.